Event description:
The clinician reports the implant was inserted on (B)(6) 2024. On (B)(6) 2024, loosening of implant not related to bone ingrowth was verified. According to the information, the patient is smoker. Observed during the event: infection, mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.